Event description:
Healthcare professional reported, a right exchange from textured to smooth implants, due to the patients concerns with the product. And a deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Deflation: observed, one opening on valve bond edge and broken on the plug strap side assessed, as unidentified (tear). Additional observation: crease observed, inside the device. Black particles observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a right exchange from textured to smooth implants due to the patients concerns with the product and a deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.